Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2018-02114. It was reported a pericardial effusion occurred. An intellamap orion¿ mapping catheter and a polaris x diagnostic catheter were selected for use. After all catheters had been pulled from the patient following the procedure, the patient woke up and felt fatigued. A transesophageal echocardiography (tee) was performed and identified a pericardial effusion. A pericardial tap was performed to remove the fluid and the patient was stabilized with no further complications. There had been no performance issues with the catheters; the physician was unsure as to the cause of the event.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device did not reveal any defects. The thumb-slide functioned properly. No abnormal resistance was felt when actuating the steering mechanism. The device passed dimensional testing in both the neutral and curved positions. Electrical testing was performed in both the neutral and curved positions and the device was found within specification. No open or short circuits were identified. Analysis of returned product revealed that the unit was found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. Updated: device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-02114. It was reported a pericardial effusion occurred. An intellamap orion mapping catheter and a polaris x diagnostic catheter were selected for use. After all catheters had been pulled from the patient following the procedure, the patient woke up and felt fatigued. A transesophageal echocardiography (tee) was performed and identified a pericardial effusion. A pericardial tap was performed to remove the fluid and the patient was stabilized with no further complications. There had been no performance issues with the catheters; the physician was unsure as to the cause of the event.